Event description:
It was reported that an unknown amount of spectrum pumps alarm for an occlusion when no occlusion is present (medication, programmed amount and delivery rate unknown). The customer stated that the alarm is resolved when the height of the pump and IV pole is increased. No patient injury was reported.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.